Event description:
A malfunction was reported by the customer, with no notable events leading up to it. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the value was displayed as "high." No actions were taken by the customer initially, but technical support provided assistance with resetting the pump. Despite the reset, the malfunction code recurred, prompting the decision to replace the pump. The customer was instructed to place the malfunctioning pump into storage mode and return it using a provided shipping label. There was no backup insulin therapy available, prompting the customer to contact their healthcare provider for further assistance.